Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that a cs-088 ¿call service alarm¿ occurred. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.